Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their arm and leg were swelled up, and if they increased the settings, it hurts/vibrates and is sore on the left side. The patient noted that this had occurred since implanted in (B)(6) 2016. They stated that their implant was replaced because it quit working and would not recharge. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had their ins replaced on (B)(6) 2017 because it wouldn¿t recharge. The patient reported that the ins wasn¿t recharging for 4 ¿ 5 months prior to the report. No symptoms or complications were reported.